Event description:
In 2001, a routine thrombectomy to remove thrombus from a vectra graft placed in a left thigh location was scheduled. The graft was attempted to be dissected free, but it appeared that the graft had delaminated in this region. The physician felt that it was not reconstructable at this time. A dialysis catheter was placed in the right thigh. The patient was in stable condition with no noted complications. In 2001 the vectra graft was explanted.